Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 26 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment was not received for analysis. The suture sleeve, conductor coil and insulation were found squeezed and damaged 16 cm distal to the is-1 connector pin. These damages probably occurred during the implantation procedure while tightening the suture sleeve to the lead body. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
System was explanted due to moderate tr with possible tricuspid valve leaflet impingement by this rv lead. Should additional information be received, this file will be updated.